Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. Based on the results of the investigation, the error e486 was not reproduce during service inspection, however, the error e486 occurred in history was recorded in the error log. The root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported error 486 occurred. The issue occurred during set up. There were no reports of patient harm.